Event description:
The mitraclip was advanced and positioned in the heart. After ensuring adequate reduction of mitral regurgitation and grasp, it was decided to deploy the clip. It was noticed on fluoroscopy that the clip arms actually opened out and there was no grasp on the mitral leaflets. The clips arms spontaneously opened. The clip could not be closed secondary to the deployment process that was already underway. It was decided to snare the clip and then a cutdown was needed of the right groin to extract the clip device. The mitraclip procedure was then aborted/unsuccessful and the cutdown was not a plan part of the procedure. Manufacturer response for mitral valve repair devices, mitraclip (per site reporter) this was previous investigated by FDA. Abbott redesigned part. No recall issued as this problem had a very low incidence of occurring.